Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this left ventricular (lv) lead exhibited loss of capture (loc) at maximum outputs along with decreased amplitudes and decreased impedances. An x-ray was obtained but did not identify any anomalies. A microdislodgement was suspected. The lead was electrically deactivated and remains implanted. No surgical intervention has been planned at this time. No adverse patient effects were reported.